Manufacturer narrative:
Patient country: united states patient city: (B)(6).

Event description:
Reference number (B)(4) event occurred in the united states. It was reported that patient faced infusion set leakage event on (B)(6) 2025. The leakage was in the tubing. The set was in use for three to four days. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.